Event description:
Additional information was received on (B)(6) 2012, the patient's identity was provided. The physician was unsure if it was related to stimulation but they were noticed to have swallowing difficulties at 2.0ma, therefore he reduced the output current. The event was first noticed in (B)(6) 2010, which is the first entry the nurse could find in their notes. The event doesn't occur since they reduced the output current. Diagnostics show the device to be functioning properly, exact results not provided. The only interventions planned are for the patient to use the magnet to disable the device if swallowing difficulties are observed. No further information could be obtained from the physician's office.

Event description:
On (B)(6) 2012 a nurse reported that they are seeing increased chest infections in some patients. It was discussed that if stimulation was causing swallowing difficulties, than possibly aspiration could be occurring. This report and MFR. Report number 1644487-2012-02467 are addressing these patients. Additional information has been requested but no further information has been received to date.

Manufacturer narrative:
Date of event, corrected data; additional information was received regarding the event date.

Manufacturer narrative:
.